Event description:
Reporter states customer had passed out and his blood glucose results on the advantage system was 146 mg/dl. Reporter tried to treat him with oj and called paramedics. Result on paramedics meter was 29 mg/dl; customer was treated with sugar substance and was coherent on the way to the hospital (reporter was unsure of the exact values, and stated the customer may have had a blood glucose result on the advantage system of 88 mg/dl and result of 33 mg/dl, on the paramedic's meter, within 10 mins of each other). The day before the customer reportedly received results of 59 mg/dl and 301 mg/dl within 10 mins on the advantage system. Low blood glucose symptoms were reported, and he was treated with cherries. Requested return of suspect device and replacement was sent.